Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, opening crack, wear abrasion. A microscopic analysis was performed which identify opening crack. Based on the device analysis the final assessment is: a crack on diaphragm valve due to cracked valve seat diaphragm valve.

Event description:
Patient reported left side deflation and left side "has pain on the top of it". Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 01/29/2014. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation and left side "has pain on the top of it". Healthcare professional reported left side deflation. Device remains implanted.